Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger with the adc device, and the customer experienced symptoms of weakness and loss of consciousness. The customer was provided juice and other unknown treatment from a neighbor, who is a healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger with the adc device, and the customer experienced symptoms of weakness and loss of consciousness. The customer was provided juice and other unknown treatment from a neighbor, who is a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the returned sensor plug and no failure modes were observed. The sensor was activated with a known good reader and a linearity test was performed. A low and high glucose alarm did not go off. An extended investigation has also been performed. Performed a visual inspection on the returned sensor puck and no issues such as contamination or damaged components were observed. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) and event code 59 (em9304 no response error). Additionally, observed event code 59 after puck activation and termination due to brown out event code 21 on the odd timestamp. The observed behavior indicates that the application specific integrated circuit (asic) cannot communicate to bluetooth low energy (ble) chip properly. Performed an alarm accuracy test using simvivo test fixture and keithley source meter for testing high and low glucose alarm, however alarms did not go off. No issues were observed upon inspecting the application specific integrated circuit (asic) unit. Using a digital multimeter (dmm), probed each asic pin, and no abnormal readings were observed. Further examination of the bluetooth low energy (ble) unit and comparison with a known good puck revealed that the ball grid array (bga) solder joints were not misaligned or shorted on the returned sensor puck. Using the oscilloscope and placing the returned puck in a simvivo fixture, activated the returned puck with a known good reader and observed no oscillations on the oscilloscope display for 48 mhz crystal oscillator y1. Swapped the crystals between the returned puck and a known good puck and observed that a known good crystal y1 was not oscillating. However, the returned crystal was oscillating on a known good sensor puck thereby evidencing that the ble chip was the cause of the fault. Therefore, this issue is confirmed to a faulty bluetooth unit. All pertinent information available to abbott diabetes care has been submitted.